Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a liver biopsy procedure. Upon visual inspection of the cannula, it was noted the tip was bent. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."